Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #624947. Additional information indicated that a titan touch pump, two cylinders, and a reservoir were received for evaluation. Microscopic examination and testing of the returned components revealed surface abrasion on all pump tubing, exhaust tubing and strain relief for cylinder 1 and cylinder 2, indicating repetitive contact between surfaces. Microscopic inspection revealed a group of partial striations, indicating contact with unshod instrumentation. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with cylinder 1 or 2, the reservoir, or the pump. The information received indicated the device did not fill when pumping to inflate; however, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. (B)(4).

Event description:
According to the available information, the system does not fill when pumping to inflate. The pump collapses, and also makes a squishy noise during attempt. The leak could not be isolated. The device was revised/replaced.